Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smart touch unidirectional catheter. Initially, it was reported that blood was noticed on the sensor housing of the catheter. After the catheter was replaced, the issue resolved. The procedure was completed with no patient consequence. The response received stated that there was no damage to the catheter. The st. Jude 8.5 fr slo sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal of the catheter. The returned device was visually inspected upon receipt and pebax was found with reddish brown material inside the pebax, an orifice in the pebax was also located, which could be the cause of reddish inside. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that there was evidence of scratches and a hole on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. During the manufacturing process, all pieces are tested and inspected in order to prevent this type of defect before to leave the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of blood on the sensor housing (pebax) of the catheter could not be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: non biosense webster, inc. - st. Jude 8.5 fr slo sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch unidirectional catheter. Initially, it was reported that blood was noticed on the sensor housing of the catheter. After the catheter was replaced, the issue resolved. The procedure was completed with no patient consequence. The response received stated that there was no damage to the catheter. The st. Jude 8.5 fr slo sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal of the catheter. This event was assessed as not reportable since there was no reported damage to the pebax integrity. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The biosense webster failure analysis lab received the catheter for evaluation. During further evaluation, it was discovered on april 4, 2017 that there was a hole in the pebax with reddish brown material inside. The hole in the pebax was assessed as MDR reportable as the risk to the patient could have been critical due to the potential of thrombus formation from exposure to internal parts of the catheter. The awareness date for this issue is april 4, 2017.